Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer stated that the insulin pump ha a recurring motor error and no delivery alarm even after the infusion set has been changed. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer also reported to have experienced a high blood glucose of 600 mg/dl and no high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime3 test, excessive no delivery test and motor test. No unexpected motor error alarm noted during testing. Unit was received with minor scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window, stained end cap sticker and stained address/serial number label.